Event description:
It was reported that during the thrombectomy procedure, the clot migrated to the m2 right middle cerebral artery (rmca) and a1 anterior cerebral artery (aca). A second retriever device was used to remove the clot. Three days post procedure, the patient died due to respiratory failure. The physician reported that the patient's death was unrelated to the procedure or retriever device but due to the presenting acute ischemic stroke.

Manufacturer narrative:
Correction: catalog # - corrected. Lot # - corrected. Additional mfg narrative - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the thrombectomy procedure, the clot migrated to the m2 right middle cerebral artery (rmca) and a1 anterior cerebral artery (aca). A second retriever device was used to remove the clot. Three days post procedure the patient died due to respiratory failure. The physician reported that the patient's death was unrelated to the procedure or retriever device but due to the presenting acute ischemic stroke.

Manufacturer narrative:
From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Subject device is not available.